Event description:
It was reported that during a low anterior resection, after long trials the device was torn from its silicon part. It could not be inserted properly. Operation time was extended about more than 1 hour. No patient consequences. One device returning.